Event description:
It was reported that: "would pull tension."

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been complete, any add'l info will be reported in a supplement.